Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however a like device catalog # 8690045, 510k # k010181was cleared in the united states. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a spinal surgery to implant posterior fixation and interbody device at l4-l5. It was found that the rod backed out on left l4 toward caudal side. The revision surgery was performed approximately 5 weeks post op. No patient complications were reported during and after the revision surgery.